Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was jammed and would not open due to three cubies being obstructed inside. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed and would not open due to three cubies being obstructed inside. A field service engineer removed failed cubie pockets to resolve the issue. Then, the customer tested the station. The system functioned as intended after the field service engineer repaired the device.